Event description:
It was reported that the patient received a patient notifier due to post paced t wave oversensing. Programming changes were recommended. The patient was reported to be asymptomatic.